Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1. -10.0/3.5/081 (sphere/cylinder/axis) implantable collamer lens for the patient's eye had tear. Lens was not implanted. Back up lens was implanted. Additional information has been requested but none has been forthcoming.